Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the cubie pockets on multiple drawers were intermittently not opening. Several medications stored in different cubie pockets could not be accessed, as the pockets would open at times and fail at other times. The usual action of selecting recover storage space was attempted to reopen the affected cubies/receptacles; however, only one of the many failed pockets appeared as an option for recovery, and this did not resolve the issue. The customer stated that they were unable to access the medication such as from pyxis such as ciprofloxacin, bupropion, calcium carbonate, pregabalin, and metformin. Which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station drawer 2.2 pocket, drawer 2.2-pocket b5, drawer 2.2-pocket d5, drawer 2.1-pocket a5, drawer 3.1-pocket a2, drawer 2.1-pocket c5, drawer 1.2-pocket c4, drawer 2.1-pocket e4 were failed. The customer had reported that multiple cubies in the drawers had not been opening. When the field service engineer (fse) had arrived on site, no hardware failures had been found. An inventory count had been performed for all reported cubies, and all had opened successfully. Fse had checked all drawers in the hardware test application (hta), and no issues had been identified. The cubies had opened both in hta and during the inventory count, with no abnormal latency observed. Fse had advised the customer to replace the cubies if the issue reoccurred. The system functioned as intended after the field service engineer repaired the device.